Event description:
It was observed during the device evaluation that the colonovideoscope exhibited a dirty circuit board and plug unit. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.